Event description:
A malfunction was reported on the pump, identified by the caller with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue reappeared. The caller acknowledged and understood the instructions provided.